Event description:
A report was received that the patient underwent an ipg replacement due to device malfunction. The patient was doing fine following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to device malfunction. The patient was doing fine following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to device malfunction. The patient was doing fine following the procedure.

Manufacturer narrative:
This is a duplicate MDR of #3006630150-2011-01338.